Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 64821 and data files were returned and analyzed. The data files showed at least eight applications were performed without any issues or system notices on the date of the event. The data files showed that at least another 15 applications were performed with a non-returned balloon catheter without any issues or system notices on the date of the event. Additional data files confirmed system notice #50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ on the date of the event. Visual inspection of catheter showed there was blood inside the balloons. Smart chip verification indicated the catheter was used for eight injections. The catheter failed the performance test due to system notice #50005 right after connecting to the console. Dissection and pressure tests showed a big leak at the inner balloon. Further dissection revealed a leak at the guide wire lumen of the catheter in balloon segment at 0.72¿ from the tip. There was twist at the place of the leak. In conclusion, the reported system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed through data analysis and testing. The balloon catheter failed the retuned product inspection due to a guide wire lumen twist and breach as well as an inner balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.